Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited a an increase in thresholds, pacing impedances and decreased p-waves at the pre-discharge check. Adaptors were needed at the time of implant with this rv lead as the device was implanted in abdomen as the patient had bilateral brain stimulators, one implanted in each pectoral pocket. It was later reported that the impedances had further risen to 2200-2500 ohms. The physician elected to reopen the pocket to further investigate. The manufacturer of the stimulator company was contacted and assured the physician that the device could be placed near the deep brain stimulator rather than in the abdomen. The physician removed the pacer out of the abdomen and removed the lead extenders and then tested the rv lead. There was some inhibition during the case in voo, but no adverse patient effects as the patient was not dependant. As a result, the rv lead was explanted and a new lead successfully implanted with good values. At explant, visual observation of the rv lead noted that the terminal pin was loose but not broken off. It was unclear when this might have occurred. The device remains in-service.

Manufacturer narrative:
The product was returned and detailed analysis is pending.

Manufacturer narrative:
Visual analysis revealed that dried body fluid was present throughout the entire lead lumen and the terminal pin was fractured at 9 mm. The lead failed electrical integrity testing and analysis confirmed the field allegations.